Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the received devices were forwarded to rms foundation for further investigation, due to legal case reasons. An intact distal femur liss plate and several intact and broken screws were sent to rms foundation by the complaint handling unit of synthes, ch-4528 zuchwil for failure analysis. The distal femur liss plate and screws were used to stabilize an unknown fracture caused by a motorcycle accident of the patient. The diameters of the investigated broken locking screws were checked (as far as measurable) using a sliding calliper and were found to be in compliance with the technical drawing of the producer and ao/asif specifications. Unlike all other examined locking screws, displays no signs of a fatigue driven failure, only a forced fracture as well as large abraded areas. It can be assumed that this screw failed last. Based on the topography of the examined fracture surfaces, it can be concluded that the broken locking screws were subjected to cyclic loads (presumably during walking), which led to material fatigue and in turn to cracking and finally material overload and failure. Postoperative activities of the patient (and instability of the fracture situation) may have played a certain role. We found no evidence of material or manufacturing defects. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot part: 413.375, lot: 9899140, manufacturing site: grenchen, release to warehouse date: 05.april 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as 1.60 meters. Reporter is lawyer. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, a patient underwent a revision surgery due to breakage of unknown screws. On (B)(6) 2016, the patient underwent arthrotomy of the left knee joint and osteosynthesis was performed due to distal multi-fragment femoral fracture caused by a motorcycle accident and was implanted with an unknown less invasive stabilization system (liss) plate and seven (7) unknown screws. Until (B)(6) 2017, the patient could walk without crutches and had a relatively good mobility in the left knee. The patient¿s condition suddenly got worse that the patient could not walk without crutches. On (B)(6) 2017, the patient had a clinic visit and was diagnosed with hypertrophic pseudarthrosis after supracondylar fracture of the left femur with material breakage, which was confirmed by the result of the computed tomography (CT) scan. The patient was discharged from the hospital on (B)(6) 2017 in good general condition with significantly reduced pain as well as dry and irritation-free wound condition. Concomitant devices reported: unknown liss plate (part # unknown, lot # unknown, quantity 1), unknown pins (part # unknown, lot # unknown, quantity 5). This is report 5 of 9 for complaint (B)(4).